Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient activated a pod the cannula had not deployed and the pods pink slide did not move forward. The pod was not worn.

Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data shows that the device completed first and second priming sequences and was deactivated at 3204 pulses. The device was reset into the not deployed position using the lock and load tool and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No issues were observed with the needle mechanism assembly.